Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 933 mg/dl. Customer was experiencing symptoms of nausea, vomiting, difficulty of breathing, unable to walk straight. The customer was admitted to the hospital. The customer stated that he was treated in the hospital. The customer cause of hospitalization was high blood glucose and kidney issues. Customer is still in hospital. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer stated that he doesn't have supplies or pump with him. The customer was unable to troubleshoot at time of call because he doesn't have the pump with him. The customer was advised to call back in order to troubleshoot.